Manufacturer narrative:
To date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
It was reported that during the initial procedure on (B)(6) 2017, the physician encountered an issue with the guide wire. While implanting ovation devices, after the snaring of the afx guide wire, the physician began to withdraw the wire when the tip of the guide wire broke off. It was reported the wire tip (6cm) remains inside the patient, located between the stent and aneurysm sac in the sealed right iliac aneurysm space. There is no reported or known injury to the patient.